Event description:
It was reported that the customer's insulin pump experienced a blank display after changing the battery. Prior to the blank display, the customer's insulin pump alarmed no delivery while bolusing. The customer's blood glucose was 272 mg/dl. Troubleshooting for the blank display was done. The customer stated that the insulin pump was neither dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged or corroded. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display returned. The customer declined further troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.